Event description:
It was reported that the image on the left monitor of the 9800 sys "flickers". There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The sys was found to be working as intended, and placed back into service.